Event description:
The stylet of the electrocautery device was bent within the packaging. Subsequently, while retracting the device as it was being removed, the stylet remained in place and the wiring from within the device became exposed.